Event description:
It was reported that the system intermittently would not boot up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was reseated and the cables were replaced during the service call. The system was tested and found to be working as intended and put back into service.